Event description:
It was reported during implant procedure that the left ventricular lead exhibited intermittent capture and diaphragm stimulation. The lead was exchanged. There were no patient consequences other than potential discomfort.

Manufacturer narrative:
The reported events were extra cardiac stimulation and intermittent capture. As received, a complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.